Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No blank display noted during testing. Pump error 23 was noted which was expected. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No power related alarms or alerts were found in adapt on the event date or seven days prior. Pump error 23 was not found in the history files on (B)(6) 2020, or two-days prior. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2 and lcd assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked and label damage (stained serial number label and faded end cap address label). Blank display not confirmed. Unexpected battery power loss not confirmed. Pump error 23 was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error and a power loss alarm. The customer reported that the insulin pump was not turning on even after trying the new batteries. The contacts on the battery cap were not missing or damaged. The customer stated the display did not return after the pump restart but now they used a new battery and it worked but received errors. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.